Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced dizziness, loss of consciousness and was unable to self-treat, requiring third-party administration of juice and bananas for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor kit expiration date is 31 jul 202. The medical event associated with this case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. As it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.